Event description:
It was reported that the balloon was exchanged monthly; implementation occurred on (B)(6) 2026. Subsequently, the balloon was naturally expelled on (B)(6) 2026. Upon inspection, a small hole was found in the upper cuff. When water was passed through it, leakage occurred from the hole. The physician confirmed via echocardiography and other tests that there was no foreign body residue or calcification inside the body.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.